Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error machine pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the device did not alarm for error code 1109 machine pressure sensor auto zero failed message until he tightened the mounting screws on the data acquisition (da) printed circuit board assembly (pcba). The rse advised to verify good pin alignment between the autozero solenoids and the da pcba. If the issue remains, then replace the da pcba. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time.